Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. The entire system was surgically extracted and intravenous antibiotics were needed to resolve the issue. No additional adverse patient effects were reported.